Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The drugs being delivered were bupivacaine and dilaudid (hydromorphone), both with unknown doses and concentrations. The reason for use was non-malignant pain. It was reported that the patient is going on (B)(6) 2019 to have a catheter dye study done because of the volume discrepancy reported, and the patient was told because they had interrogated the pump and the pump is working as it should. ¿it was the catheter issue, not a pump issue.¿ depending on the catheter dye study, the patient may have to go directly into surgery. The patient stated, ¿this is the 2nd or 3rd time the pump has stopped working" and he is "not getting any fuzzies from the doctor or the manufacturer¿s representative (rep) about getting another pump implanted.¿ the patient wants to know that "if I get the pump replaced, it will not stop working.¿ it was reviewed that the pump is a foreign body implanted in the patient¿s body with moving parts and pieces inside as well as outside the pump and they can¿t tell him what he is wanting to hear. Regarding the dose and concentration, he does not know but "they have tweaked it a lot and nothing seems to help.¿ there were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient's pump was no longer working. The issue happened "about two months ago" relative to (B)(6) 2019. It was noted the patient's health care professional (hcp) confirmed "that the pump needed to be replaced." The hcp had referred them to a pain surgeon but that surgeon didn't accept their insurance. The caller was requesting physician listings. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider on 2019-feb-08. It was reported that the patient's pump reservoir volume during refills had increased from 5.7ml on (B)(6) 2018 to 13.9ml on (B)(6) 2018 to 17ml on (B)(6) 2019. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). When the patient came in for a recent refill, the pump was supposed to have 3 cc, but the pump still had 17 cc of medication left. No external factors were reported. The patient was referred to a surgeon for a dye study and possible catheter revision. The issue was not resolved and the patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.